Event description:
It was reported to philips that problem with geometry movements; movements partially available on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service returned the system to use with limitations and scheduled follow-up service activities. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).